Event description:
An asymptomatic patient presented in clinic for a normal follow up and via x-ray, externalized conductors were noted. The electrical function of the lead was tested and observed; no anomalies were detected. Lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.